Event description:
Refence number (B)(4). Event occured in canada. It was reported that the patient faced an issue with infusion set on (B)(6) 2026 as adhesive patch and cannula housing was detached from spring prior to insertion no further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-03148 - device 3 of 3.